Event description:
Pt presented to ed with complaints of nausea, vomiting and diarrhea, unable to keep fluids down; influenza test positive; IV started for hydration. In 2007, the pt began to complain of pain at the site of the IV that was present at that time, as well as the left antecubital site where the IV that had been inserted in the ed had been removed from; left antecubital region was moderately red and swollen; blood cultures showed gram positive cocci. The pt had a PICC inserted for antibiotic therapy and an extended length of stay; the pt was discharged home two weeks later.